Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0fth3, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported a loss of therapy over the past few months prior to date notified, and a revision, replacement system surgery as a result on (B)(6) 2016. It was stated that the patient is diabetic and has kidney issues, and the healthcare provider (hcp) doesn't know why it helped with symptom control. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.